Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in cp-415 (printed circuit board) board, the leds on the front panel do not light up. Failure in mb-1251 board (printed circuit board), when the power is turned on, the power indicator does not light in green. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure in cp-415 (printed circuit board) board the leds on the front panel do not light up, due to failure in mb-1251 board (printed circuit board), when the power was turned on, the power indicator does not light in green and screen problem (wont turn on) due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had screen problem (wont turn on). There were no reports of patient harm.